Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with far r over-sensing resulting in inappropriate automatic mode switch. Programming changes were made to restore normal parameters. The patient status was stable.